Event description:
Physician was attempting to treat a lesion using a resolute integrity device. It was reported that the stent was knowingly implanted 10 days beyond its expiration date. The device was opened, prepped and implanted without issue. No clinical sequelae were reported.

Manufacturer narrative:
Results: failure to follow instruction (physician knowingly used device 10 days past its due date); shelf life exceeded (device used 10 days past due date). Conclusion: failure to follow instruction (physician knowingly used device past its due date); user error contributed to event (device used past due date). (B)(4).